Event description:
It was reported to ge as a result of a lawsuit that a pt experienced tinnitus following an mr scan. The mr system operator's manual warns the operator to provide the pt with ear/hearing protection during a scan. The pt received ear/hearing protection from the technologist and these were inserted by the technologist.